Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Approximately 22 months later we received information this device had reached elective replacement indicator (eri). Prior to the change-out procedure, there were additional reports of myopotential oversensing which could not be recreated. There was also inappropriate pacing therapy reported. To date there have been no adverse patient effects reported. The device was explanted and successfully replaced. At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Analysis testing could not confirm the reported clinical observations of noise and oversensing.

Event description:
Event description boston scientific received information that there was oversensing on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d). The oversensing led to a diverted episode and also resulted in several seconds of pacing inhibition. No adverse patient effects were reported and recent lead measurements were within normal limits. A boston scientific technical services (ts) consultant discussed continued monitoring.